Event description:
Patient was revised to address hip pain. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates that there was a large amount of corrosion on the trunnion of the stem.

Manufacturer narrative:
**Update** (B)(4) 2007: litigation documents were received. Litigation alleges that the patient had to undergo revision of the asr implant and had high concentrations of various metallic elements in his blood. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Although root cause cannot be determined, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address hip pain. Update - (B)(4) 2011 - medical records were received. The revision operative report indicates that there was a large amount of corrosion on the trunnion of the stem. The complaint was reopened to address the stem and adapter sleeve update - (B)(4) 2007: litigation documents were received. Litigation alleges that the patient had to undergo revision of the asr implant and had high concentrations of various metallic elements in his blood. There is no new additional information that would affect the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.